Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified superficial femoral artery. A 4.0mm x 60mm x 150cm coyote balloon catheter was inflated repeatedly up to 14 atmospheres before the balloon ruptured. Another 4.0mm x 60mm x 150cm coyote balloon catheter was advanced; however, the second balloon also ruptured. Angiography was performed and the physician was satisfied with the result, and so the procedure was completed. There were no patient complications nor injuries reported.

Manufacturer narrative:
Returned product consisted of a coyote balloon catheter. The shafts, tip, and balloon were microscopically and visually examined. There was blood in the inflation lumen, guidewire lumen, and balloon. The balloon was loosely folded. Inspection of the device revealed that there was a 1.5cm longitudinal tear in the distal end of the balloon.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified superficial femoral artery. A 4.0mm x 60mm x 150cm coyote balloon catheter was inflated repeatedly up to 14 atmospheres before the balloon ruptured. Another 4.0mm x 60mm x 150cm coyote balloon catheter was advanced; however, the second balloon also ruptured. Angiography was performed and the physician was satisfied with the result, and so the procedure was completed. There were no patient complications nor injuries reported.